Manufacturer narrative:
The teal unit was replaced by teal following the investigation. The teal has ul electrical safety approval, and that the risk of injury to a patient is remote.

Event description:
Over the weekend/labor day, the teal failed for unk reasons. We received a service call stating system will not power up. We arrive and inspected the teal. Apparently one of the input filters failed causing a flash over. There were ashes inside the unit and what looked like smoke residue on the wall.